Event description:
It was reported that via merlin.net episodes of non sustained lead noise was observed. Upon review, ventricular oversensed events were observed due to possible myopotentials. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.